Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed imprecise hemoglobin results generated on the cell dyn ruby analyzer. The following data was provided (normal range 12 to 14.5): samples from one patient: april 14 12.7. April 14 8.7. April 15 8.5. April 16 8.6. April 16 7.8. April 17 9.1. April 17 8.6. April 17 9.1. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and the hgb flow cell assembly was replaced, resolving the issue. Return testing was not completed as returns were not available. A review of tracking and trending for the cell-dyn ruby analyzer did not identify any trends. A review of tracking and trending for the hgb flow cell assembly did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby analyzer for serial 55516bg or the hgb flow cell assembly were identified.

Event description:
The customer observed imprecise hemoglobin results generated on the cell dyn ruby analyzer. The following data was provided (normal range 12 to 14.5): samples from one patient: april 14 12.7, april 14 8.7, april 15 8.5, april 16 8.6, april 16 7.8, april 17 9.1, april 17 8.6, april 17 9.1. No impact to patient management was reported.